Event description:
The complaint source reported that during surgery, upon opening the package of revision mod. Stem ø14mm (product code: 3810.15.020, lot: 2413607 - ster: 2400154), they found the cellophane already unsealed. Additionally, the first sterile pouch appeared tampered with, even though the outer box looked intact and showed no signs of damage. As a result, they did not feel confident using the product and had to switch to the next size. Event occurred in italy.

Manufacturer narrative:
The review of dhrs (device history records) did not highlight any pre-existing anomalies. This is the first and only complaint received on the involved lot number. A final report will be submitted after the investigation is completed.